Event description:
One of the syringes in a package of ten (ten packages in a box) was elongated and bent, if more had been that useless status, may be the failure was in transport or storage, but one alone means a mfg or from mfg through package failure in quality.